Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the sensor. The sensor wire with sn (B)(4) was missing from the sensor pod and housing puck. Problem is confirmed. Due to the missing sensor wire, the sensor wire is considered detached. The complaint of 076 detached/missing sensor wire was confirmed. The root cause could not be determined post investigation. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g5 mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.